Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI implantable port and detached port stem attached to a catheter segment via cath-lock. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and identified material separation issues as the port stem was found completely broken off from the port body and the photo review also confirms the same. Further during functional evaluation the port body and stem were patent to infusion and aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement, the device allegedly broke when the port was connected to the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that during a port placement, the device allegedly broke when the port was connected to the catheter. There was no reported patient injury.